Event description:
A report was received that a pt's precision system was explanted due to an infection at the lead and ipg sites. The pt was experiencing discolored fluid draining from the pocket site.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility.